Event description:
The intellanav mifi open-irrigated catheter was selected for use during the procedure totreat atrial fibrillation (a fib). It was reported that the physician noticed fluid leaking from the proximal end of the ablation catheter when they were mapping the left atrial. The catheter was replaced, and procedure was completed successfully without patient complications.the device is expected to be returned for analysis.

Event description:
The intellanav mifi open-irrigated catheter was selected for use during the procedure totreat atrial fibrillation (a fib). It was reported that the physician noticed fluid leaking from the proximal end of the ablation catheter when they were mapping the left atrial. The catheter was replaced, and procedure was completed successfully without patient complications.the device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of returned product revealed that the device has the irrigation tubing partially detached, confirming the reported complaint.